Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history log files were read out and analyzed. According to the history files the device did not infusing while the reported day and time of this event. A long term test was performed. No malfunction occurred within this test. A delivery accuracy measurement according en 60601-2-24 was arranged. All measured values are within our specification. The inside of the pump revealed no abnormalities. The inside the device no damages were found. The device operated as intended no specific can be made regarding this event.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): alarm missing.